Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and are not available for analysis. Also was implanted pxa280300j/13491876 UDI# (B)(4). No comment was obtained from the physician regarding the endoleak cause. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak.

Event description:
On (B)(6) 2015, the patient underwent endovascular treatment for a thoracic aneurysm with an aortic dissection using gore® excluder® aaa endoprostheses and a gore® tag® thoracic endoprosthesis. Non-gore stentgrafts (tx2+relay)were implanted in the proximal side, and one aortic extender (pxa280300j or pla280300j) was implanted above the celiac artery. Since the aortic extender migrated proximally, another aortic extender was implanted above the celiac artery. One gore® tag® thoracic endoprosthesis was implanted between the aortic extender and non-gore stentgraft (relay). The procedure was completed. On (B)(6) 2021, a distal type I endoleak was detected. As a treatment, an additional device was implanted distally. No comment was obtained from the physician regarding the cause of endoleak.